Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient reported abnormal low voltage advisories and power cable disconnects. Per patient, they got power cable disconnects alarms when connected to fully charged batteries. At that time, the battery clips were cleaned and switched. The patient reported the same concern on a new set of clips. On (B)(6) 2024 and (B)(6) 2024, the patient experienced a low voltage advisory inappropriately as well during a battery change. Log files displayed a string of transient power cable disconnect / low power hazard alarms on (B)(6) 2024 at around 11:47 am while tethered on batteries as mentioned. The log also displayed a transient power cable disconnect alarm on (B)(6) 2024 at around 3:39 am while tethered on mobile power unit (mpu) where it appeared the black controller power lead was momentarily disconnected from the mpu. The controller was then exchanged as the patient did not disconnect from mpu, so there was a concern about the black lead. No external visible tears were noted.

Manufacturer narrative:
Section b3: corrected section d1: corrected section d4, catalog number, primary UDI number: corrected manufacturer's investigation conclusion: the reported event of abnormal low voltage and power cable disconnect alarms was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6). The log files collectively contained approximately 2 days of relevant information (11:39:40 (B)(6) 2024 per timestamp). At 3:39:33 on (B)(6) 2024, it appeared that the black power cable was disconnected from the mobile power unit (mpu), activating a power cable disconnect alarm at 3:39:38. This alarm then resolved at 3:39:44 when the black power cable appeared to be reconnected to the mpu. Shortly later at 3:40, the controller was then transferred from mpu power to 14v battery power. The customer indicated that the patient did not disconnect from their mpu on this night. Later that day between 11:47 and 13:00, a few abnormal power cable disconnect alarms were noted while the controller was connected to 14v battery power. These abnormal alarms activated due to the relative state of charge (rsoc) of the white power cable briefly dropping to 0v and triggering a rsoc_invalid fault. One abnormal low voltage hazard alarm related to this issue was also observed; this alarm activated due to the black power cable being disconnected for a power source exchange while the rsoc_invalid fault was active on the white power cable. The abnormal alarms did not impact the ability of the controller to operate the pump at the intended speed. The controller was exchanged at 14:29 on (B)(6) 2024. The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the controller was connected to multiple power sources and atypical alarms were not able to be reproduced. The power cables and power cable connectors were found to be in unremarkable condition. The root cause of the abnormal power cable disconnect alarms could not be conclusively determined through this evaluation. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.